Manufacturer narrative:
The reported complaint of "the autopulse platform(sn (B)(4)) failed to power on during the post (power on self test) was confirmed during functional testing as the platform could not power on. The root cause for the reported complaint was determined to be due to a defective processor board, likely due to the aging of the device. The autopulse platform was manufactured in (B)(6) 2015, and it is more than 7 years old, well beyond its expected service life of 5 years. No physical damage was observed on the returned autopulse platform. Initial functional testing could not be performed due to the platform not powering on, thus confirming the reported complaint. Upon pressing the mode button the platform displayed a "system error, out of service, revert to manual CPR" error message. The defective processor board was replaced to remedy the issue. During further testing, unrelated to the reported complaint, the brake gap inspection revealed that the brake gap was too narrow. The brake gap was cleaned and adjusted within the specification to address the issue. Unable to download archive data due to the defective processor board. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(4). Date of event is unknown.

Event description:
During the shift check, the autopulse platform (sn(B)(4)) failed to power on during the post (power on self test). The software appears to be stuck in a loop and doesn't display anything on the screen, except for the backlight which remains illuminated. No patient involvement.